Event description:
The reporter stated that the pump does not alert load syringe plunger with plunger disengaged. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit failed to alert load syringe plunger due to the plunger calibration being out of shim specification. There was no evidence of damage or contamination that would have contributed. Medex was able to confirm the issue and determine a cause. The issue is being monitored for trend. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.